Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that an occlusion alarm occurred. A blood glucose level was not provided. Customer administered a bolus via the pump to address the issue and went to the emergency room with ketones; amount was not known. Customer was subsequently admitted to the intensive care unit and treated with intravenous fluids of saline and insulin. Reportedly, customer "had a blood clot, but medical personnel were unable to verify if it was pump related". Customer was discharged 5 days later with the issue resolved and no permanent damage. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended.